Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: one denali femoral filter delivery system was returned for evaluation. The dilator was received inserted inside the introducer sheath. The pusher catheter is bent approximately 29.3cm from the proximal end of the handle. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the bend in the catheter. A bent catheter was not reported by the user. The tuohy-borst was returned tight in place. The filter was received inside the storage tube and appeared to be in its original configuration. The red safety cap was placed on the distal end of the storage tube. A small amount of skiving was found inside the storage tube. No anomalies were noted to the sheath or dilator. Functional/performance evaluation: the dilator was removed from the introducer sheath. The dilator was fully inserted and retracted through the sheath without issue. The storage cap was removed from the distal end of the storage tube. The storage tube was connected to the hub of the introducer sheath. The tuohy-borst was loosened and the filter was advanced through the sheath by moving the pusher forward. The handle was pinned and the filter was unsheathed without issue. The reported advancement issues through the hub could not be replicated. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the definitive root cause is unknown. The investigation is unconfirmed for failure to advance as the filter was able to advance through the sheath and successfully deploy during functional testing.. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not advance through the introducer hub of the deployment sheath. The filter system was exchanged for a new filter that was prepped and deployed successfully. There was no reported patient injury.